Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported his ipg was unable to communicate with the external devices. The patient reports he has not used or recharged his ipg in six months and in addition, lost stimulation six months ago as well. The issue was confirmed by a sjm representative. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 where the ipg was removed and replaced. The patient is now receiving therapy.